Event description:
The customer reported that the t:slim x2 pump battery would not charge, and there was a power source alert due to the use of a third-party wall adapter. The silver usb port was found to be visibly damaged, leading to an unstable charging connection and a pump shutdown. Despite this, the customer's blood glucose level did not exceed 500 mg/dl. Tandem technical support advised the customer on proper usb usage to avoid further damage and arranged for a replacement pump. The customer was instructed to complete training prior to using the new pump and to return the defective one to tandem within 10 days. The customer opted to use an insulin pen as a backup therapy to ensure insulin delivery remained uninterrupted.